Manufacturer narrative:
Event site name and postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during pre use check, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Unit shutdown was reported. There was no patient involvement reported.